Event description:
The reporter contacted animas on (B)(6) 2013 reporting that she found the patient's pump without power. The blood glucose level at that time was 16.4mmol/l without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The history was checked and the pump only emitted a low battery alarm. The reporter stated that they did not change the battery when the pump emitted low battery alarm. This report is being made due to the power issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history found evidence that power events had occurred. There was no physical damage found to the battery compartment or cap. The battery cap returned with the pump secured appropriately to the pump and the pump was exercised for 24 hours without power events. The pump was opened and inspected; no internal damage was found during testing. The complaint was verified in the pump history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.